Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: h6: proposed component code: mechanical (g04)- head. Visual examination of the returned product identified signs of being implanted worn / foreign material for both devices and gouges on the liner. Review of complaint history identified additional similar complaints for the head and stem, no complaints for the liner, and no additional complaints for the reported part and lot combinations. Complaints are monitored through monthly complaint review in order to identify potential adverse trends. Root cause unchanged, if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no update to the prior event description provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Medical records confirmed that the patient was revised to address pain, recurrent dislocations, instability, trunnionosis, pseudocapsule, elevated metal ions, extensive tissue damage and necrosis. The device history records were reviewed and no discrepancies were identified. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical devices: ref 00-8018-032-02 lot 62010688 head; ref 6360-00-053 lot 61954092 shell; ref 00-7711-012-10 lot 61937572 stem. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the patient underwent a right hip revision approximately 6 years post implantation due to pain, recurrent dislocations, instability, and elevated metal ions. During the revision, a large pseudocapsule, trunnionosis, and extensive tissue damage with altr and necrosis was encountered. The shell and stem were left intact. No additional information.